Event description:
It was reported that patient woke up in the middle of the night with nausea, and eventually vomited. The patient also received a high voltage shock for supra-ventricular tachycardia. Merlin transmission showed two non-sustained vt and vf episodes. Programming changes were recommended.